Event description:
It was reported that during use there were 50 tubes that had a low draw with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: tubes didn't draw enough volume of blood and the use was thus discontinued. The other tubes were used for blood collection.

Manufacturer narrative:
H.6. Investigation: bd received 2 different lot#s samples from the customer for investigation. 20 samples of lot 9260547 were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Additionally evaluation of the lot 9184915 was done by draw testing and the customers indicated failure mode of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#260774).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use there were 50 tubes that had a low draw with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: tubes didn't draw enough volume of blood and the use was thus discontinued. The other tubes were used for blood collection.